Manufacturer narrative:
An investigation will be conducted upon receiving the product from the customer. Note, however, that the hp01 does not have an 'automatic off' function and it is stated on both the product and the instruction manual that the consumer should not fall asleep while using the product.

Event description:
Customer states that when she awoke from sleeping, she had 1st and 2nd degree burns on her left side. She claims the pad did not turn off.